Manufacturer narrative:
A ge service rep performed an on site investigation. The kilo volts auto tracking was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 2600 system had poor image quality and the technician had to increase the kilo volts to improve the image during a case. The procedure was completed. No pt injury was reported.